Event description:
Boston scientific received information that upon interrogation of this pacemaker, a power on reset message was observed. It was reported that the patient underwent radiation therapy. Boston scientific technical services (ts) discussed that all device parameters would need to be reprogrammed and recommended submitting a copy of device memory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully programmed back to the desired settings. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.